Event description:
It was reported that an ilet user experienced a sensor pairing failure alert, after which customer care instructed the user to rescan the libre 3+ sensor and pairing succeeded with a displayed warm-up period of approximately 25 minutes. Symptoms included no reported adverse clinical effects. Outcomes included restoration of sensor connectivity and continuation of normal warm-up without medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the issue resolved with a successful rescan and no persistent device malfunction was identified. It was concluded that the event was attributable to a transient pairing failure that resolved with standard troubleshooting, and continued use was deemed appropriate.